Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The stenosed target lesion's location was unspecified. A 4.00mm x 38mm promus element plus stent was used to treat the lesion. When the physician attempted to advanced the catheter towards the lesion, the proximal end of the stent was frayed on the catheter and it was removed from the patient's body.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The stenosed target lesion's location was unspecified. A 4.00mm x 38mm promus element¿ plus stent was used to treat the lesion. When the physician attempted to advanced the catheter towards the lesion, the proximal end of the stent was frayed on the catheter and it was removed from the patient's body.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged at the proximal end. The two most proximal strut rows were pushed distally partly covering the third row. Some struts on the seventh and eight most proximal rows were slightly lifted. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was severely kinked throughout the full length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).